Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and moderate calcification in the proximal right coronary artery. After an unspecified stent was implanted, the 4.0 x 12 mm nc tenku balloon catheter was used for post-dilatation. However, during the first inflation, the balloon ruptured at 12 atmospheres. Reportedly, the balloon could have been damaged by interacting with the edge of the implanted stent during advancement. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.